Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during patient use. The device was infusing an unknown patient with 250 milliliters of a solution of tienam and nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not received by baxter for evaluation, however the customer sent a photograph of the device for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.